Manufacturer narrative:
H6: investigation summary a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 3102583, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed a piece of black tape across the top of the unit's packaging. The engineer also noticed that the seal at the top of the packaging was incomplete due to the black tape. Therefore, based off the provided photo the engineer was able to verify the reported defect. It was determined that this was a manufacturing defect that occurred during the packaging process. Black splice tape was used during manufacturing to challenge the vision system and splice a new roll of top web onto the packaging machine. When performing a splice or challenging the vision system it is the operator¿s responsibility to verify that the taped units are rejected and do not continue through the packaging process. In this case the packaging was most likely not verified to be rejected and the units were packaged.

Event description:
It was reported that 5 of the bd insyte¿ autoguard¿ bc shielded IV catheter were compromised. The following information was provided by the initial reporter: packaging was not complete.

Event description:
It was reported that 5 of the bd insyte¿ autoguard¿ bc shielded IV catheter were compromised. The following information was provided by the initial reporter: packaging was not complete.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.